Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 75 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿randomized comparison of j-shaped atrial leads with and without active fixation mechanism.¿ pace 2007; 30:412¿417. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable atrial leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patient deaths at the one-year follow up; however, there is no indication for the cause of death, and if the deaths were lead-related. There were also patients with pericarditis, pain, pericardial effusions, lead perforation resulting in pericardial tamponade which required drainage. Exit block, and atrial fibrillation (af) post-procedure were also noted. There was a rise in pacing thresholds indicated for the leads. There were lead dislodgments which required repositioning. The status/location of the leads is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.